Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C06471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes mellitus. Concurrent conditions included herpes simplex, low grade squamous intraepithelial lesion and cervical dysplasia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device deployment issue ("right tube ostea: 0 trailing coils, left 2 trailing coils"). The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy laparoscopic cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and device deployment issue outcome was unknown. The reporter provided no causality assessment for device deployment issue with essure. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmation of sterilization. Pregnancy test urine - on (B)(6) 2014: neg. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2014. Lot number (c06471) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Event right tube ostea: 0 trailing coils, left 2 trailing coils added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C06471) inserted for female sterilization. Other product or product use issues identified: device deployment issue "right tube ostea: 0 trailing coils, left 2 trailing coils". The patient's past medical history included gestational diabetes mellitus. Concurrent conditions included herpes simplex, low grade squamous intraepithelial lesion and cervical dysplasia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy laparoscopic cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmation of sterilization. Pregnancy test urine - on (B)(6) 2014: neg . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc update. FDA codes based on ptc, batch mfg/expiry dates, and updated ptc global number in notes. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C06471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right tube ostea: 0 trailing coils, left 2 trailing coils". The patient's past medical history included gestational diabetes mellitus. Previously administered products included for an unreported indication: mirena and nuva ring. Concurrent conditions included herpes simplex, low grade squamous intraepithelial lesion and cervical dysplasia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy laparoscopic cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and migraine outcome was unknown and the mood swings, vaginal haemorrhage, menorrhagia, headache, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, back pain, headache, menorrhagia, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted. In previous follow up it is reported that hsg done on : (B)(6) 2014-as per mr. As per current follow up it is reported that she did not under go essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmation of sterilization. Pregnancy test urine - on (B)(6) 2014: neg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received- new event mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, lower abdominal pain, back pain. Historical drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.